Event description:
Information received indicates the bed continues to move after the brake is activated.

Manufacturer narrative:
The technician isolated the issue to a brake caster. He replaced the brake caster to repair the bed.